Event description:
Salesman demonstrating ipl device (spectraquattro) for hair removal and vascular lesions at physician's office burned top of client's foot (2nd degree burn). He did not follow the protocol for demonstration.